Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, the insulin gauge was inaccurate, the pump touch screen was unresponsive, the battery gauge was fluctuating, the pump battery could not be charged, and the pump battery was depleting quickly resulting in the pump shutting off.